Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. ¿ what is the procedure name? >>total knee arthroplasty. ¿ what is the procedure date? >>(B)(6). ¿ what date did the reaction occur on? >>2-3 days post op. ¿ what does the reaction look like and how large of an area does the reaction cover? ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. >>product was removed. Oral steroid and oral benadryl administered. No-reop and no reclosure. ¿ if medication was required, please clarify if it was prescription strength. >>unknown. ¿ can you identify the product code and lot number of the product that was used? >>clr222us ¿ lot number not recorded in patient chart. ¿ what is the most current patient status? >>improving. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? >>unknown. His prep of choice is alcohol wipes and chloraprep followed by ioband. He wipes the skin with moist clean gauze. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product lot of product used? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2024 and topical skin adhesive was used. Patient came back with a reaction from adhesive 2-3 days post op. Product was removed. Oral steroid and oral benadryl administered. No-reop and no reclosure. Additional information has been requested.